Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the bolus feature on the pump touch screen was unresponsive. There was no reported impact to the customer¿s blood glucose. During troubleshooting with tandem technical support, the pump was operating as expected. Customer continued to use the pump for insulin therapy.